Event description:
Passed out [loss of consciousness]. Could not move his leg due to muscle weakness [mobility decreased]. Got hot in the area behind left knee [joint warmth]. Chills. Dizzy [dizziness]. Sweating [hyperhidrosis]. Rash on the back of the left knee. Muscle tremors. Hit his head on the car [car banging]. Muscle weakness. Pain in left hip joint to his knee [arthralgia]. Tingling [paraesthesia]. Nausea. Received three euflexxa injections over 10 days. Case description: this serious spontaneous device report was received from a consumer in the united states. The patient, a (B)(6) received euflexxa injections (1 percent sodium hyaluronate) in the left knee for arthritis of the left knee. The patient experienced passed out, pain in the left hip joint to his knee, could not move his leg due to muscle weakness, got hot in the area behind the left knee, chills, dizziness, sweating, rash on the back of the left knee, muscle tremors, hit his head on the car, tingling, nausea, and received three euflexxa injections over 10 days. Lot number: unspecified. Expiration date: unspecified. In (B)(6) 2014, the patient initiated euflexxa use for arthritis of the left knee. The patient received three euflexxa injections over a ten day period in (B)(6) 2014 to have all injections covered by the insurance. Starting on (B)(6) 2015, the patient began to experience pain in his left hip down to his knee, inability to move his left leg due to muscle weakness, a hot feeling behind his left knee, chills, and a tingling sensation. These symptoms either persisted or became periodic up to (B)(6) 2015 at which point the patient developed sweating, nausea, and dizziness. The patient then passed out and hit his head on a car bumper. At that point, the patient was taken by ambulance to a local hospital emergency room. He was treated in the emergency room and released with a course of oral corticosteroids. On (B)(6) 2015, the patient was noted to have a rash on the back of his left knee. The next day on (B)(6) 2015, the patient began to experience muscle tremors which he had attributed to the corticosteroids. At the time of reporting, the patient had not recovered from the reported events except for could not move his leg due to muscle weakness, nausea, passed out, rash on the back of the left knee, hit his head on a car, and received 3 euflexxa injections over 10 days. Medical history was not provided. Concomitant medications were provided. Sender comment: reporter causality: implied.